Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller board. The system operates as intended.

Event description:
The customer reported poor image quality in roadmap mode, contrast is washed out at edges of image. No pt injury was reported.